Manufacturer narrative:
(B)(4).

Event description:
The tah-t cpc connector is a component that provides the interface between the tah-t cannula and the drivelines and is secured in place by the use of wire ties. The customer reported that the patient's left cpc connector disconnected from the tah-t cannula. The customer also reported that the hospital staff reconnected the cpc connector to the cannula and replaced the wire ties. There was no reported adverse patient impact. The customer was retrained by syncardia personnel to have the vad coordinator check the cpc cannula/driveline connections prior to leaving the operating room to ensure that the wire ties are securely in place. The ICU nursing team was also retrained to document that the wire ties are in place when the patient arrives post implant. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. .